Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements to greater than 2,000 ohms. The field representative confirmed that the physician is going to continue to monitor as the r waves and threshold measurements are good. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements to greater than 2,000 ohms. The field representative confirmed that the physician is going to continue to monitor as the r waves and threshold measurements are good. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that high threshold measurements were observed, along with a sudden increase in rv pace impedance measurements.